Manufacturer narrative:
Manufacturer ref. No.:(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported system error 224 which was not reproduced, but was confirmed through review of the event history log. During evaluation, the power cord was determined to be the cause. The power cord has been replaced.

Event description:
It was reported that a spectrum pump displayed system error 224. Any patient involvement, injury or medical intervention is unknown.